Manufacturer narrative:
MFR's report date: march 05, 2014. Internal file no: (B)(4). Although requested, the device has not been received. A f/u report will be submitted with investigation results should the device be returned for eval.

Event description:
The customer reported an atgam infusion was started at 1415 to infuse over 6 hours. Treatment did not finish until 2150, an hour and 35 minutes past the expected finish time. There was no report of pt harm or medical intervention was required. Although requested, no add'l pt or event info was provided.